Event description:
Augemtnation. No problems until noticed hardening, pain, and discomfort of breast - rt more than left. Difficulty lifting arms over head as well as many normal everyday activities. Pt underwent removal of ruptured bilateral silicone implants. Replaced mentor 350cc silicone implants submuscular.